Event description:
Additional information was received stating that the representative confirmed this complaint was created in error and is a duplicate of 1220648-2026-01268.

Manufacturer narrative:
Additional information was received indicating that this report is a duplicate and will be designated as unreportable. The original report, 1220648-2026-01268, will serve as the primary report, and the h6 codes were updated.

Event description:
It was reported that the automated impella controller exhibited a warning that it should be exchanged for a new controller. No patient harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.